Manufacturer narrative:
A product deficiency was not reported or found. Technical service attempted to provide the safety data sheet; however, the consumer was unable or unwilling to answer. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidentally adding the reagent to the swab from a binaxnow covid-19 ag self test kit and swabbing it in her nose. The consumer mentioned losing her sense of smell after the incident. Although requested, no other information, including other impact or treatment was provided.